Event description:
On 2/27/97, the facility o.r. Material's managament contacted a MFR rep and reported a device catheter shear incident. The device is expected to be returned to the MFR for analysis after being reviewed by the facility's risk management dept.